Manufacturer narrative:
On (B)(6)2020, mentor became aware that this file is a duplicate of manufacturer¿s report number 1645337-2019-15468, and please reference 1645337-2019-15468 report for full information about this event. Manufacturer¿s reference number (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: seroma. Concomitant products: unknown silicone implant. (B)(4).

Event description:
It was reported that a caucasian female patient underwent an unknown breast surgery with unknown silicone breast implants which the left side had issue with seroma after implantation. Patient reported the following: burning throbbing pain like my breast was on fire and swollen hard. As a result patient replaced the implants with another mentor silicone breast implant on (B)(6) 2019.